Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high psa result above the normal reference range for one patient generated by unicel dxc 600i synchron access2 the result was reported out of the laboratory and questioned by the physician. The sample was repeated on the same unit and lower result within normal reference range was obtained. Patient results are provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in 13x75mm bd serum separator tubes. The samples were centrifuged at 3400 rpm for 10 minutes in a swinging bucket centrifuge. Qc was performing within the customers established limits at the time of the event. System checks performed around the time of the event passed within instrument specifications. The samples were loaded through the cta and they did not appear compromised to the customer. On (B)(6) 2011, a field service engineer (fse) inspected pipettor alignments and checked ultrasonic voltages; the pipettor alignment to the rv was adjusted. Fse recorded that system checks performed at the time of the event passed within instrument specifications. Although some minor hardware issues were addressed by the fse at the time of service, a definitive root cause for this event has not been determined to date.